Manufacturer narrative:
Investigation: a DHR was performed and no maintenance records that could be related to the incident were observed along with no quality notifications (qn) related to the provided batch observed. A sample was received, and foreign matter was observed ¿ grease residue. This occurrence is potentially related to a contamination during molding process.

Event description:
It was reported that before use of the bd plastipak¿ syringe luer-lok¿ the plunger of the syringe had foreign matter dirt was present on the plunger. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: "plunger of the syringe presents dirt" information received by email on 3/17/2019: the product was not used (the defect was identified before the opening of the syringe). Anvisa was notified: 2019.03.002116.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe luer-lok¿ the plunger of the syringe had foreign matter dirt was present on the plunger. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: "plunger of the syringe presents dirt". Information received by email on 3/17/2019: the product was not used (the defect was identified before the opening of the syringe). (B)(6) was notified: 2019.03.002116.